Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) c-ring broke. None of the c-ring became dislodged in patient's tunnel. No additional incisions or procedures were required to complete. Same device was used to complete the case. Happened at the very end of the case. They didn't have to open a new kit. No harm to patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/16/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the arms of the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode.